Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and there were no errors logs or faults logs found. During preliminary checks, as per service manual, tested fiber optics 3x's, no problem found. Showed contact and other bmet functional tests passed and tested fiber optic's 2x's more. All tests pass, no errors found. Product passed all functional and safety tests per factory specifications. Unit cleared for use.

Event description:
N/a

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) is not not reading fiber optic cable. No patient harm reported.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.